Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Test p-cap and reservoir locked properly into reservoir compartment during testing. Unit was closely monitored. No unexpected pump heating up noted during testing. However, during visual inspection battery cap metal contact was found stuck inside battery tube underneath battery tube spring. Inserted new battery and monitored. No unexpected pump heating up noted. Unit was received with the following cosmetic damages: battery cap contact missing, keypad overlay texture damage, cracked keypad overlay, cracked case, battery tube threads - cracked, cracked case (battery tube), pillowing keypad overlay and scratched case. In conclusion, unable to confirm customer's concern due to no pump heating up noted during testing. Customer's concern of cracked on battery compartment was confirmed during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that there was a cosmetic damage on the insulin pump and it was heating up. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and crack was found at the back of the battery compartment of the insulin pump. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer has returned the device for analysis.